Manufacturer narrative:
Date of report : 28aug2019. This initial report# 2031642-2019-05510 was submitted in error. See manufacturer's report #2031642-2019-05508 for the correct initial report . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06aug2019.

Event description:
It was reported that the unit declared an error 1203 (low leak co2 rebreathing risk) alarm and a low rate alarm. The device was in use at the time of the event; however, there was no patient harm.